Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to turn up stimulation (date of event unknown). As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model. Reportedly, intra-operative lead testing revealed normal impedance values. Postoperative reprogramming was successful. The issue is resolved.